Event description:
This is the third report involving an a1108 from the same facility. The same problem occurred three times with three different experienced surgeons. The first report occurred in (B)(6) 2014 and was submitted on (B)(6) 2014 under MFR report #3004608878-2014-00020 (B)(4). It was reported that the patient was undergoing a craniotomy utilizing an a1108. The patient's head "dropped" a few minutes after fixing it in the skull clamp. The patient incurred a small scratch which did not require any suturing. The patient recovered from the injury. The surgery was delayed 15 minutes. Reusable skull pins were used during this procedure. A stereotaxy device was not used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.